Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, compromised force sensor error and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and the reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is alarming motor error. Blood glucose value was 8.2 mmol/l in the morning and then 17.4 mmol/l. It was stated that the insulin pump was in a computer laboratory but customer did not feel there were any magnetic fields. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.